Event description:
A female patient reported experiencing an infection while using renu with moistureloc multi-purpose solution. She was seen by her optometrist in 2006 who told her she had iritis and then referred her to a physician. She was seen by this physician next day and medical records indicated that she complaint of a red, painful irritated left eye and noted that her symptoms began 5 days prior to her doctor visit. The pt also later reported experiencing photophobia. She was evaluted and diagnosed with 1+ nongranulomatous anterior uveitis in the left eye. The pt was subsequently prescribed econopred plius at a frequency of every two hours, cyclopentolate 1% at a dose of one drop in the left eye, four times daily and alphagan po 15% at a dose of one drop in the left eye, four times daily. As of 4/14/2006, the pt was recovered and follow-up was not required.

Manufacturer narrative:
Chemical testing of the returned sample shows the solution met all shelf life limits. Based on all information, no causal factors can be determined, and no conclusion can be drwan. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.